Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes with a high number of short interval counts (sic) and noise. The lead remains in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity warning occurred (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst events. Beginning (B)(6) 2015, sensing integrity counts up to 46; high-rate non-sustained episodes with evidence of lead noise oversensing. (B)(4).